Event description:
Regulatory agency reported left side capsular contracture (grade iii). Physician noted patient has no b symptoms and will remain under surveillance, and "staging is t1n0m0". Additional treatments included chemotherapy and radiotherapy.

Manufacturer narrative:
Additional health impact code: f2303. Clarification to a.6: malay. Additional, changed, and/or corrected data: a.4, a.6, b.3, b.5, b.6, b.7, h.6.

Manufacturer narrative:
In response to FDA report number: mw5097553. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, lymphadenopathy, seroma-late, and capsular contracture (grade unknown) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture (grade unknown).

Event description:
Regulatory agency reported a patient experienced left side "presence of fluid surrounding implants with folds", "experienced discomfort and change of shape", capsular contracture (grade unknown), deformity, "fluid sample tested negative for bia-alcl...capsule sample positive for bia-alcl, confirmed by immunohistochemistry... Pet CT scan did not show involvement of lymph nodes or any other organs", "mild diffuse fdg uptake is seen over the posterior aspect of the capsule at the left breast", "non-fdg avid sub centimeter axillary nodes with fatty hilum are likely reactive nodes", "inactive mammary lobules and having patchy infiltrates of chronic inflammatory cells and macrophages", "abnormal cellular proliferation in capsule, suggestive of bia-alcl", occasional pain. Bia-alcl markers indicated cd30+ and alk-. Treatment included explant and capsulectomy. The device was explanted.